Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient got burnt while using the device. The burn was formed from a sticker of a defibrillator that was connected to the body of the patient during the hand instrument activation. Several errors were found in the unit but it is unknown if those errors can be related to the event. Another possibility that was being checked was that the burn could have been caused by a non dry alcohol that was used to clean the patient before the procedure and might have gotten in contact with the hand piece.